Manufacturer narrative:
Image evaluation: the customer provided a photo of two hawkone distal assembly loaded into their respective distal flushing tools. The distal portion of the dft showed a green highlighted box added to the photo for each unit. The top hawkone shows the dft placed over the housing with the flush port of the dft over the cutter window. Drops of water and possibly debris was observed with the dft. The bottom hawkone shows the dft not placed over the whole housing. The flush port of the dft is over the torque shaft and not the cutter window. The bottom hawk one was not positioned indicating it was ready for flushing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the hawkone was used to treat the common femoral artery and proximal superficial femoral artery. A drug- coated balloon was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported during use of a 6fr hawkone device, the nosecone became trapped in the distal part of the dfu (device flushing tool). The physician attempted to pull it with force resulting in the nosecone tearing. The thumb switch was turned off and stopped working while inside the patient. The cutter was located outside the housing. The device was safely removed from the patient. No patient injury reported.